Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch: 7108615. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch: 7109172. UDI: (B)(4).

Event description:
It was reported that the patient had impedances with the leads. The patient underwent a spinal cord stimulator (scs) replacement procedure. Implantable pulse generator (ipg) was replaced due to unknown reasons. The patient was doing well postoperatively and the explanted devices were disposed by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: exact date unknown, event occurred first clinic visit prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had impedances with the leads. The patient underwent a spinal cord stimulator (scs) replacement procedure. Implantable pulse generator (ipg) was replaced due to unknown reasons. The patient was doing well postoperatively and the explanted devices were disposed by the facility. No further information has been obtained despite good faith efforts. Additional information was received that the physician electively replaced the ipg while replacing the leads. No malfunction issues with the ipg.